Manufacturer narrative:
The investigational analysis completed 3/18/2020. The device was visually inspected and reddish material inside clear pebax. The magnetic sensor functionality was tested on carto and the catheter was properly visualized, with no errors observed. Scanning electron microscope (sem) testing was performed on the pebax area and the results showed a scratch and mechanical damage on the pebax surface. A close up to the damage revealed a hole on the surface. The object that cause the damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed, and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole in the pebax surface. Initially, it was reported that the catheter icon displayed on the carto 3 system was jumping. The cable was replaced without resolution. The catheter was replaced and the issue resolved. The case continued without further incident or harm. No adverse patient consequences were reported. The observed jumping icon has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for investigation. On 3/2/2020, during scanning electron microscope analysis the bwi pal observed evidence of mechanical damage and a hole on the pebax surface. This event is being reported because the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and found evidence of mechanical damage and a hole on the pebax surface. The observed hole in the pebax surface has been assessed as an MDR reportable malfunction. The awareness date has been reset to 3/2/2020.